Manufacturer narrative:
The u.s. Branch was not made aware of this complaint when the call initially came in, so it will be submitted past 30 days.

Event description:
A customer opened a new carton of test strips and found the cap open on the bottle of strips. He also noticed that some of the test strips were loose inside the carton. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.